Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the trunk cable connector was damaged and unable to connect to a monitor. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged belt.